Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Per article by zajc, et al., ejost. 2018 dec. Allegedly, in 2015, a (B)(6) male underwent a revision for pain and instability of the right hip. Radiographs revealed decentralization of the femoral head, and the patient was revised. At revision, the polyethylene liner was found broken and the acetabular shell damaged in retroversion. It was impossible to disengage the modular neck form the taper.